Event description:
The reporter stated that the device operators did not properly attach the hard paddles to the device, resulting in an inability to transfer energy to the pt. The connector was properly attached and treatment was continued. There were no adverse effects to the pt as a result of the reported event.